Event description:
During prep the catheter split in two. The catheter was removed and replaced with no harm to the patient clinical site notified mfg rep [manufacturer representative] and coordinated product return directly with mfg rep. Manufacturer response for microcatheter, 160cm velocity singlemicrocatheter, straight (per site reporter).